Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, severely calcified and 99% stenotic proximal left circumflex artery. The physician advanced the 1.5x15mm maverick2 balloon to the lesion and had difficulty crossing. After the lesion was crossed, the physician inflated the balloon to 8 atms for about one minute on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a non-bsc balloon. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.